Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient was admitted based on elevated lactate dehydrogenase (ldh) levels. It was reported that the patient had a reported hypertrophic ventricle pre-operatively. The pump was successfully explanted and the patient had a new pump implanted. No further issue were reported at the time of pump exchange.